Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not return after the firing. The manual override lever was used to release the device. The knife reverse switch was not used to return the knife to home position. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # t5dd42. Device analysis: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.